Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states that non bone integration pain and soreness were the reasons for removal. The implant was removed on (B)(6) 2013 due to pain. Medical history: no significant findings.